Event description:
It was reported that the patient developed cardiac tamponade post implant and required a pericardial window to resolve the condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.